Manufacturer narrative:
(B)(4). The customer reported the suspect device is not available for evaluation. The customer reported the issue is no longer reproducible and has been placed back into service. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the end-user changed the ventilator mode from volume spontaneous intermittent mechanical ventilation (simv) to continuous positive airway pressure (CPAP). The issue occurred during patient -use. The parameter was changed to CPAP and the end-user reported the suspect device was working with the previous ventilator mode, volume simv. The customer reported the issue was resolved after twenty minutes and no longer reproducible. The customer reported there is no report of patient consequence associated with the event.